Event description:
Event description cpi received information that this unipolar lead was removed from service due to a lead fracture. The patient with this lead and an implantable pulse generator (ipg) was admitted to the hospital with syncopy, the ECG showed no ventricular capture. An invasive procedure was performed and the lead was found fractured. A new lead was implanted and the ipg remains in service.